Manufacturer narrative:
Correction: please retract this report 2017865-2024-53767. Issue was previously reported in 2017865-2024-52306.

Event description:
It was reported that the atrial leadless pacemaker dislodged. The device was deactivated. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.